Event description:
It was reported that this implantable pacemaker recorded an alert for right atrial automatic threshold (raat) as greater than programmed amplitude or suspended. The atrial intrinsic amplitude is out of range and the presenting electrogram (egm) showed a single beat of undersensing on the right atrial (ra) lead. The atrial sensitivity is at a maximum of automatic gain control (agc) 0.15mv (millivolts), sensing trends are otherwise stable. At this time, the device and lead remain in service. No adverse patient effects were reported.